Event description:
The customer's mother reported that the insulin pump went into threshold suspend with a sensor glucose level of 73 mg/dl and a blood glucose level of 153 mg/dl. The customer was advised that the sensor would be replaced but will not return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.